Manufacturer narrative:
Sample and cards were not returned by the customer for investigation. Therefore, complaint could not be verified. No definitive root cause was identified for the reported event. However, gel card malfunction could not be ruled out as a contributing factor to this incident. A complaint review indicates no other complaints have been logged against this lot.

Event description:
The customer reported that they observed unexplained hemolysis in the forwarding grouping of the mts a/b/d monoclonal and reverse grouping card lot # 050107037-30 during proficiency testing. Customer reported testing using an alternate lot of gel cards and no hemolysis was noted. The operator detected the issue preventing the possibility of erroneous results from being reported.